Event description:
Patient presented to the physician with inflammation and wound dehiscence at the chest incision site with fluid present. Physician brought the patient into the operating room, performed a wound washout procedure at the ipg pocket, and closed the incision.